Event description:
Boston scientific received information that during an elective left ventricular (lv) lead revision procedure, this right ventricular (rv) lead became dislodged. Subsequently the patient was asystolic for several seconds until external pacing was provided. The rv lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated that the lead was surgically abandoned. No additional adverse patient effects were reported.